Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
L5-s1 alif: (B)(6) hospital, (B)(6) 2019. Patient came in to get posterior stabilization (dos (B)(6) 2019) after having an alif in 2015. Patient had a small spondi (slippage of l5 over s1). The slippage broke the two lower screws rather than pulled them out. Patient outcome: surgeon determined the implants are of no danger or import given they were getting stabilized in the back as well. Plate was still intact and both l5 screws were holding strong. No screw backouts. Patient age: (B)(6), dob: (B)(6). This complaint involves two (2) devices.